Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in the hospital when the system monitor screen stopped working. The system monitor was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate system monitor (serial number: (B)(6)) screen not working correctly was confirmed during evaluation of the returned unit. When tested alongside known working test equipment, the reported event was reproduced and the monitor was not able to accurately display information. The system monitor was powered off and on multiple times, but the monitor continued to display a distorted image. The compact flash memory card (hard drive) of the system monitor was then replaced multiple times. After several replacements and power cycles, the observed issue was able to resolve. The monitor then responded to all touchscreen input and displayed accurate information. The original hard drive was then reinstalled into the system monitor, and the unit was again found to perform as intended. The root cause of the observed issue was not able to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records were reviewed and the records revealed the system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.